Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition without its original packaging, decontaminated inside a plastic bag. Visual inspection showed no damage. Functional testing involved accuracy testing and the device passed. The investigation found that when the device was filled with water and connected to a cadd legacy plus pump, no issues were found with priming and no alarms were activated when the pump was running. Based on the investigation, the complaint allegation was not confirmed. Model number should be null

Event description:
It was reported the pump alarmed " no cassette". This issue occured using the same cassette (lot 4114178) with the pumps sn (B)(4) and (B)(4),12 hours after connection to the pump. The 2 pumps work correctly. No consequence health identified for patient.